Event description:
Egm revealed non-physiological noise, which caused incorrect ventricular fibrillation diagnosis. High voltage therapy was aborted, so the patient did not received inappropriate therapy. The noise could not be reproduced. The decision was made to cap the lead.

Manufacturer narrative:
No medwatch form was received.